Event description:
The customer and son called to report that the customer may have been connected to the infusion set during the manual prime. The customer felt that she may have received 30 units of insulin. The paramedics were called for assistance. The customer's blood glucose levels had dropped from 112 to 86 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.